Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error 246.4700, per customer: failed air-in-line. There was no patient involvement.

Event description:
It was reported by the customer that the device received error 246.4700, per customer: failed air-in-line. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they device was received for 246.4700. Confirmed error in error logs. The logic board was replaced. Pm was performed and all tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to logic board(error code 246.4700). A review of the device history record showed the device had a manufacture date of 29jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device received error 246.4700, per customer: failed air-in-line. There was no patient involvement.